Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customers blood glucose level. The customer will continue to use current pump for insulin therapy.